Event description:
It was reported that an lpv valve was replaced from baby suffering from meningocele. The lpv valve was blocked in the drainage phase. The lpv valve was replaced with an identical lpv valve, which seemed to not work properly. The peritoneal catheter was cut and the valve began to work. The removed lpv valve was destroyed. A sample of the identical lpv valve from the catheter's inventory was returned for eval purposes.